Event description:
Related manufacturer reference number: 2017865-2023-11449. It was reported that the patient presented for a leadless pacemaker (lp) implant procedure. During positioning, the delivery catheter exhibited deflection issues, as it was difficult to maneuver the lp through the challenging patient anatomy. Contrast was shot thorough the catheter and ballooning of the protective sleeve was noted. After additional difficulty maneuvering, contrast was shot and observed in the pericardial space. The right atrial appendage was perforated and pericardiocentesis and chest compressions were performed for the ensuing pericardial effusion and pneumothorax. The patient did not survive the event.

Manufacturer narrative:
Lot number was unavailable.